Manufacturer narrative:
No report of patient involvement. (B)(4). The customer could not be contacted regarding any additional actions. The repair is unknown.

Event description:
The hospital reported that, unit had issues with the co2 reading high. Scavenge also may be leaking. There was no reported patient involvement.